Manufacturer narrative:
Initial reporter name and address: (B)(6). The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and seroma-late.

Event description:
Healthcare provider reported for left side: "breast implants with loss of undulation and capsular enhancement, probably related to contracture" baker grade iii, "cystic formations, lobulated and septate in topography of implants capsule." Healthcare professional additionally reported non-device related event of "steatonecrosis." Patient reported "breast is cobbled." The device remains implanted.